Event description:
It was reported that the medication was leaking from the filter on the extension set. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required.h10: no sample has been received by manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b5: correction: describe event or problem: updated additional information received.

Event description:
Additional information was received by the manufacturer on 8/24/22: the distributor reported that they received back 1277 devices, but have no idea how many were in use with patients. Multiple attempts were made to try and determine the number, however, the distributor will need to collect that information from the customer. No further information was provided.